Manufacturer narrative:
Additional information was added to d9, h3, and h6. H11: the device was received for evaluation. Functional testing was performed which included downstream (distal) and upstream occlusion sensor testing and flow rate accuracy testing, and no issues were observed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused during patient use. A 0.9% normal saline bolus was programmed to infuse with a rate of 999ml/hour. The programmed volume to be infused (vtbi) was 999ml; however, the pump alarmed that infusion completed with around 900ml of fluid remaining in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.